Event description:
Revision surgery - the pt had a humeral socket that dissociated from the humeral stem. The surgeon replaced it with a +4 mm socket and a 32 mm semi reverse shoulder prosthesis humeral socket insert.

Manufacturer narrative:
The reason for this revision surgery was identified as dissociation after nine years of patient use. There was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was not returned to djo surgical for examination. A review of the device history records showed no non-conforming material reports for this product. One non-conforming material report was associated with the plate and dispositioned accept, it is not likely to contribute to dissociation (extra clearance). (B)(4). The root cause was not determined with confidence. There is no information reported that showed a material, design, or manufacturing problem with the product.